Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a broken helium connector. There was no patient injury and no adverse event reported.

Manufacturer narrative:
Full event site name: (B)(6).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon investigation, the stm found a valve staying open on the helium manifold. The stm removed and replaced manifold as required as well as replacement of pim module as safety disk and tidal disk were very close to cycle count. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a broken helium connector. There was no patient injury and no adverse event reported.